Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported that after wearing the pod for less than 24 hours he was hospitalized for diabetic ketoacidosis. They treated him with an infusion of naci and insulin. He stayed in the hospital for two and a half days before being released. There was no bg level or history provided.